Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 0.6 mmol/l, 7.0 mmol/l, 6.7 mmol/l, and 6.4 mmol/l within 6 minutes on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.